Event description:
Caller reported he received two readings of 353 mg/dl on his aviva ii meter and 145 mg/dl on his aviva ul meter within 10 minutes. The same vial of test strips was used to obtain results on both meters. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.